Event description:
It was reported that the wake button was sticking, an occlusion alarm occurred, the pump shut off unexpectedly, the pump battery was depleting quickly, and the cartridge was leaking. It was also reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.